Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. His blood glucose was 580 mg/dl at the time of reporting, which he had not yet treated. The customer was talked through the priming process after which his insulin pump was functioning properly. No equipment was returned. No additional information was reported.